Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the target lesion was located in the distal right coronary artery (rca), with mild tortuosity, no calcification, and a 100% stenosis. The vessel diameter was 2.25 mm and was an ami case. The guide wire was delivered toward the lesion, but it seemed difficult to torque (control); however, it crossed through the lesion. Then, the thrombectomy catheter was delivered over the guide wire, but there was a strong resistance inside the guiding catheter, possibly with the guide wire. So, it was attempted to be removed outside. Then, the guide wire came out with the catheter. However, over the angiogram, there was a part of the guide wire remaining from the entrance of the guiding catheter through the lesion. It was realized that the guide wire had separated inside the guiding catheter. A balloon catheter was inflated inside the guiding catheter to fix the separated guide wire inside the guiding catheter, and the devices were removed outside of the pt. The guiding catheter was engaged again, and the pci was continued. The same thrombectomy catheter was used again with no problem. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There were offset and overlapped intermediate coils proximal to the center solder for a length of 8 mm. The core was separated distal to the distal end of the hypotube. There was a small amount of core visible in the hypotube. There was a kink in the proximal core 58 cm proximal to the end of the guide wire. There was no other damage noted to the guide wire. An attempt was made to advance the distal end of the guide wire through a hole gauge, but due to the offset/overlapped intermediate coils, was unable to. This did not meet mfg criteria. The proximal end of the guide wire advanced completely through the hole gauge. This met mfg criteria. The tip was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.